Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reloaded the software and reconfigured the system. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system dvr would intermittently not record images. No pt injury was reported.